Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited loss of capture (loc). Additional information indicated that the patient fell. The lead was explanted and a new lead was replaced. Lead was not returned as stated by the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.